Event description:
Patient called to report about the refurbished bipap machine she received on (B)(6) 2023. It took 1.5 years to get her "new" bipap machine. Upon receiving the device, it was not packaged properly (without a seal). When she took it out, it was "disgustingly dirty with particles, dust, hair and sticky matter on it"; unclean and "certainly not disinfected". The computer chip that goes with it was thrown in (unattached) to anything and had a "nasty gunk" on it. From this, she knew that a previous person has used this device and she does not want a used device but a new one which she (and her insurance) has paid for. Patient states that she put the refurbished bipap back into the box and will not use it as it is unsanitary and can possibly cause illness/disease. Received order information: order confirmation #(B)(4). Order number from shipment: #(B)(4).